Event description:
It was reported that there were high impedance values of 2139-2190 monopolar and 4161 bipolar on c/8, c/9, c/10 and 8/10. There was a loss of therapeutic effect/stimulation and a shocking/jolting sensation. Impedance testing and reprogramming were done. There was a kink on the intracranial lead wire. The location of the kink in was the lead/extension connection. Patient experienced burning sensation, pain and less than 50% therapy relief at the device pocket and left side implant. The patient had left breast pain at the ins site when the system was on and loss of therapy effect. The pain was resolved when channel 2 was turned off. The extension and implantable neurostimulator (ins) were explanted and replaced and impedances had remained high. The impedance issues had occurred pre-operatively, intra-operatively and post-operatively. The cause of the impedance was not determined. The issue was not resolved. The patient was doing the same as they were pre-operatively in that the patient was not receiving therapy on one side, it had been turned off. The patient may return at a later date to have the lead replaced. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type extension; product ID 3389s-40, lot # v476627, implanted: (B)(6) 2010, product type lead; product ID 3389s-40, lot # v475868, implanted: (B)(6) 2010, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3708660, serial # (B)(4), product type extension; product ID 37601, serial # (B)(4), product type implantable neurostimulator; product ID 3389s-40, lot # v475868, implanted: (B)(6) 2010, product type lead. (B)(4).

Manufacturer narrative:
Fdc updated to . Fdc no longer applies to this event and was removed.